Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during follow-up, it was reported that the customer received another occlusion alarm. The customer changed all pump supplies. The customer's blood glucose level was not impacted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400's mg/dl at its highest and manual injections were administered each time to address the bg levels. The customer stated they had switched to contact detach infusion sets per their healthcare provider's advise to try to resolve the occlusion issues. Reportedly, the customer is using areas that are free of scar tissue for their sites but have been inserting their sites into muscle tissue due to not having much fatty tissue. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.